Manufacturer narrative:
The serial number was not provided. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgeon reported that in the past 3 years following a cataract extraction phacoemulsification procedure, he observed patient retained metallic foreign body within the iris and the patient had intermittent iritis. No further information was provided.

Manufacturer narrative:
Additional information: male; (B)(4). The patient underwent uncomplicated phaco cataract extraction in his right eye on (B)(6) 2017. At a one-day post op exam the patient was noted to have a small metallic foreign body embedded in the iris. Post op healing was uneventful. On (B)(6) 2017, foreign body was noted. The patient contacted the surgeon (B)(6) 2017 complaining of a painful red eye. The patient reported when on vacation was seen in an emergency room by a physician¿s assistant. After consultation with the on-call ophthalmologist the patient was prescribed prednisolone. A day or two later the patient then returned home and saw his local ophthalmologist who confirmed the diagnosis of iritis. The local ophthalmologist slowly tapered the prednisolone over a one-month period. The patient felt well until late (B)(6) 2018 at which time the same symptoms recurred. The patient¿s ophthalmologist restarted prednisolone which was then also tapered over a one-month period. The treating surgeon examined the patient on (B)(6) 2018 at which time was on prednisolone and had only trace cells in the anterior chamber. The patient continued to be monitor as patient came off the steroid and was re-examined on (B)(6) 2018. At that date the eye was quiet with no anterior chamber reaction after finishing the prednisolone on (B)(6) 2018. The treating surgeon heard from the patient on (B)(6) 2018 when the symptoms recurred. The patient restarted prednisolone. Within a few days the eye again started feeling better. The patient¿s ophthalmologist confirmed recurrent iritis. Visual acuity in the right eye has remained at 20/20-1 at each of the patient¿s visits to the surgeon. Thus far the patient has had 3 attacks of the same symptoms which are controlled by topical prednisolone but which recur when the drops are withdrawn. The patient has no significant medical history other than asthma and benign prostatic hyperplasia and takes no medication. The patient has been with treating surgeon since 2012 with no previous history iritis. The patient was referred to a uveitis/iritis specialist in her area for further work up. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The surgeon noted that the patient was seen 1 week ago, and was doing well on steroid eye drops. However, as the drops are tapered, the inflammation returns. The patient is now under the care of a uveitis specialist who will proceed with a very slow steroid drop taper and do a uveitis work-up. The patient has undergone exams by 3 different ophthalmologists, all of whom cannot identify another cause for uveitis in this patient. The surgeon has changed his surgical technique so that his 2nd instrument stays away from the phaco tip. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.